Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was worn and the implantable neurostimulator recharger (insr) was beeping. Resetting the insr resolved the issue. The rep noted that the patient came in to get programming due to not getting pain relief since 3-4 months ago. The patient had no accidents, falls, or trauma. The rep gave the patient hd programming. Also, the rep was seeing battery low with the programmer and the insr confirmed it when the rep used the insr to start a charging session. The implantable neurostimulator (ins) battery was started to recharge at the 1st quartile. The rep also noted that the 8840 showed the battery was at half and adjusting the contrast didn't make a difference. It seemed like the battery was full rather than blank/empty. Additional information was received from the patient that she needed a replacement. The patient was feeling the stimulation that was too high even when the device was off. It was hitting the patient's back and legs, and it was way too high, without touching it, it was vibrating through her body. The patient met with the rep and ended up turning everything off. The patient went home and the stimulation continued to be too high even after her programmer was shoeing it was at 0.0v. During troubleshooting, it was noted that the stimulation was off and the patient noted that she just turned the stimulation off when communicated with the implantable neurostimulator (ins). The patient still feels the stimulation when it's still off, which has been happening for a while. In addition, the patient reported that the ins was coming apart, it was old, and it was taped up. On (B)(6) 2019, the rep reported that she checked the impedances, which were all in the 1000 range and within normal limits. The rep noted that the patient was feeling tingling/burning/buzzing in her feet and legs, and it was her back the next day. The patient's recharger was beeping when the rep arrived at the appointment. The rep reset the device by removing the cap and pressing the reset button. The controller was checked, which showed the ins battery low indicator. Once the recharger was reset, the connection to the ins and everything connected well. The battery was replaced in the programmer just to make sure there wasn't an issue there. It connected easily to the ins and was able to show the patient's desired programs. The rep set up a new program for the patient, but the rep did not turn the stimulation on when the patient left and told the patient to turn it on when she felt ready. The new program was group c and was a high frequency program in which the rep turned it up until perception was reached and turned it back down. The patient was not feeling the stimulation when the rep left the appointment. Also, it was noted that some of the feeling in the patient's feet might be a new symptoms of a new problem and most like not coming from the stimulation. The rep could not find any issues with the ins or leads. The patient's recharge equipment was in bad shape and the recharge antenna was being held together with shipping tape. According to the rep, the controller seemed to be working fine. The patient was redirected to the healthcare professional (hcp). There were no further complications or anticipations reported with this event.